Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up when far r wave oversensing was observed. The patient was asymptomatic. Reprogramming was recommended. No further information available. Device remains implanted.